Event description:
It was reported that the doctor complained of excessively power delivery from the stockert generator, thus requesting for preventive maintenance. Upon follow-up, it was clarified that there was no power excess noted, just the effects of it. There were significant increase in pops without clinical consequence/complications in the avnrt during subxiphoid pericardial window (spw) ablation procedure. No patient injury was reported.

Manufacturer narrative:
The delivered power during spw ablation was: with 4mm at 55 watts; for flutter 8mm 70 watts. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).